Manufacturer narrative:
(B)(4): enlarged incision. The lens was received for inspection and found to have one broken haptic. There was also evidence of ophthalmic viscosurgical device (ovd)on the lens that is consistent with a lens that has been handled and prepared for use. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Placeholder.

Event description:
It was reported that the haptic of the intraocular lens (iol) was amputated/broken by the inserter as it was inserted into the eye due to handling/user error. It was stated that the incision was enlarged and the iol was inserted and removed from the eye on (B)(6) 2012. It was stated that another lens was used of the same model. No suture was required. No patient injury was reported.